Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 558 mg/dl. The customer reported that he had ketones and was vomiting. The customer stated that the issue was resolved by a set change. The customer also reported that the insulin pump was cracked at the reservoir compartment. Blood glucose level at the time of the call was 140 mg/dl. The insulin pump was not replaced or returned for analysis.